Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our accessories ¿ 10016000 - arm board. As it was stated, before preparing for the surgery in the supine position, the nurse tightened the patient's left arm board. Approximately an hour and 20 minutes into the surgery the arm board fell to the floor leading to change in the position of patient's hand. Following the incident the nurse checked the accessory and found that the clamp screw of the hand support was loose. There was no injury reported, however, we decided to report the issue in abundance of caution as detachment of the accessory used for patient's positioning could lead to serious injury of patient due to change in the position of patient¿s hand or user due to impact to foot or toes in case of event reoccurrence.

Manufacturer narrative:
Getinge became aware of an issue with one of our accessories ¿ 10016000 - arm board used with 113112b0 betastar mobile operating table. As it was stated, before preparing for the surgery in the supine position, the nurse tightened the patient's left arm board. Approximately an hour and 20 minutes into the surgery the arm board fell to the floor leading to a change in the position of the patient's hand. Following the incident, the nurse checked the accessory and found that the clamp screw of the hand support was loose. There was no injury reported, however, we decided to report the issue in the abundance of caution as detachment of the accessory used for the patient's positioning could lead to serious injury of the patient due to a change in the position of the patient¿s hand or user due to impact to foot or toes in case of event reoccurrence. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and was directly involved with the reported incident. As the fact that there was a malfunction that could not be confirmed, based on the worst-case scenario it has been assessed that the getinge device failed to meet its specification. A review of the received customer product complaints revealed that in the past the issues led to serious injury to the user. (B)(4). Comparing the number of complained devices to the number of 10016000 - arm board and all versions of the betastar mobile operating on the market we can conclude the failure ratio for configuration is 0,01% for the issue investigated herein as there were two similar complaints in addition to the one investigated herein with a similar error pattern. The similar complaints were registered from the customer location. In both complaints, based on the video evidence it was evident that the user utilized the accessory disregarding safety notes and suggestions from the user manual. The subject matter expert (sme) assessed that those issues were caused by improper handling. The sme provided a video for the customer to present the correct handling of the device. In the reported complaints the technicians were instructed to forward the video to the customer and share the root cause conclusions to avoid the issue reoccurrence. For the event investigated herein, despite many attempts, the affected getinge devices have not been evaluated by the company¿s service technician. The customer site was finally visited and the customer did not complain about anything and refused to have the training performed by the technician. As the customer did not enable the inspection, the malfunction could not be confirmed. In the IFU (ga 1001.60 en 9, pages 12), it is described that when attaching the arm board to the side rail, first clamp should be mounted, tightened and checked for proper seating. Then the arm support can be mounted. In the IFU (ga 1001.60 en 9, page 7), the user is warned that if locking elements (eccentric levers, handle screw, locks etc.) Are open, the product/accessory can be moved. Therefore, before every opening of the locking elements, the user should hold the individual items firmly and after every adjustment procedure should ensure that all locking elements are closed. As the device could not be checked by the technician it is not evident if the customer utilized the device disregarding the manufacturer¿s recommendations. The affected getinge device was manufactured in 2017. The review of the customer product complaints database revealed that in the past there were no customer product complaints related to any issue with the aforementioned arm board. However, possible wear and tear of the device could not be established on site. In summary and as a result of the performed root cause evaluation, it was concluded that several factors could have contributed to the reported issue occurrence. As none of them could have been confirmed on site, as the customer did not enable the technician to inspect the affected arm board, the root cause for the investigated issue remains impossible to define. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. H4 device manufacture date: year 2017. The correction of b5 describe event or problem and h3c if other provide code - explain fields deems required. This is based on the internal evaluation and additional information that has been received. Previous b5 describe event or problem: on 8th august 2023 getinge became aware of an issue with one of our accessories ¿ 10016000 - arm board. As it was stated, before preparing for the surgery in the supine position, the nurse tightened the patient's left arm board. Approximately an hour and 20 minutes into the surgery the arm board fell to the floor leading to change in the position of patient's hand. Following the incident the nurse checked the accessory and found that the clamp screw of the hand support was loose. There was no injury reported, however, we decided to report the issue in abundance of caution as detachment of the accessory used for patient's positioning could lead to serious injury of patient due to change in the position of patient¿s hand or user due to impact to foot or toes in case of event reoccurrence. Corrected b5 describe event or problem: on 8th august 2023, getinge became aware of an issue with one of our accessories ¿ 10016000 - arm board used with 113112b0 betastar mobile operating table. As it was stated, before preparing for the surgery in the supine position, the nurse tightened the patient's left arm board. Approximately an hour and 20 minutes into the surgery the arm board fell to the floor leading to a change in the position of the patient's hand. Following the incident, the nurse checked the accessory and found that the clamp screw of the hand support was loose. There was no injury reported, however, we decided to report the issue in the abundance of caution as detachment of the accessory used for the patient's positioning could lead to serious injury of the patient due to a change in the position of the patient¿s hand or user due to impact to foot or toes in case of event reoccurrence. Previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: customer refused inspection h3 other text : customer refused inspection

Event description:
On 8th august 2023, getinge became aware of an issue with one of our accessories ¿ 10016000 - arm board used with 113112b0 betastar mobile operating table. As it was stated, before preparing for the surgery in the supine position, the nurse tightened the patient's left arm board. Approximately an hour and 20 minutes into the surgery the arm board fell to the floor leading to a change in the position of the patient's hand. Following the incident, the nurse checked the accessory and found that the clamp screw of the hand support was loose. There was no injury reported, however, we decided to report the issue in the abundance of caution as detachment of the accessory used for the patient's positioning could lead to serious injury of the patient due to a change in the position of the patient¿s hand or user due to impact to foot or toes in case of event reoccurrence.